Event description:
The patient called lifescan and alleged the one touch basic enhanced meter, could not always enter the memory by pushing the m button. The customer care rep verified the issue with troubleshooting. No symptoms were reported or medical attention sought or received regarding this issue. Based on the info obtained from the patient there is indication the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.